Event description:
It was reported to philips that the battery (19168-0234-p) was dead. The customer tried to jumpstart the battery in the device and cadex charger but attempts were unsuccessful. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was installed in a device. However, although the component was able to properly charge and calibrate, the battery manufacturing status ¿cal_en¿ was flagged in reset mode upon receipt and remained unchanged even after calibration. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect failure analysis results and component return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (B)(4) was dead. The customer tried to jumpstart the battery in the device and cadex charger but attempts were unsuccessful. There was no patient involvement.